Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 32 mg/dl. The customer did not recall any significant events leading to the hospitalization other than the fact that she did not wake up and that an ambulance had to be called. She believed that the insulin pump may not have delivered insulin properly. She noted that she had treated a high blood glucose reading of 175 mg/dl the night prior. Upon inspection, the customer stated that the reservoir showed the same amount of insulin as was shown on the status screen. Nothing further reported.